Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well. It was also reported that the device exhibited possible non capture and possible diminished sensing of t wave and p waves. The leadless implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.